Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via maude report that the tip of wire broke. A .038mm accustick¿ ii was selected for use. During a computed tomography (CT) guided abscess drain insertion, the small guide wire tip broke off which was noted immediately using the CT and CT fluoroscopy. The wire was removed using a hemostat which was confirmed using the CT/CT fluoroscopy again. The detached wire was compared to determine the length was exact. No further patient complications reported.